Event description:
It was reported that prior to the implant, the helix would not retract or extend. After testing it a few times, the lead was not used. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.